Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced a loss of pain relief. The physician assessed the presence of high impedance readings on the lead. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was disposed at the facility and was not returned. Boston scientific has been unable to obtain the serial number of the lead, and the implant and explant dates, despite good faith efforts.